Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter. The customer reports the product was found leaking from a point in the lumen when tested before use.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion , the results will be forwarded.